Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the damaged adhesive was: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The probable cause of the residual liquid on the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had residual liquid on the distal end. The adhesive around the objective lens was chipped and there was a gap in the adhesive between the distal end and the plug unit. There was no patient involvement.